Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 5/17/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a caucasian female patient underwent breast augmentation revision with a mentor smooth round moderate profile 325cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent breast augmentation revision with a mentor smooth round moderate profile 325cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure. As a result, the patient underwent unilateral removal and replacement with a mentor smooth round moderate profile 325cc saline prosthesis. The device was received at mentor without fluid. White and brown material was observed within the device. During evaluation multiple creases were observed on the posterior aspect. A rent was also observed within a crease, measuring approximately 0.1 cm. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. The device history record (DHR) for the lot number 6829718 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. At this time is not possible to determine the origin of the white and brown material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 6/4/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. On 6/4/2018, mentor received additional information: date of event: (B)(6) 2018, race: white. The patient underwent unilateral removal and replacement with a mentor smooth round moderate profile 325cc saline prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The following changes were mistakenly omitted from the supplemental report submitted on 6/27/2018: patient age at the time of event: (B)(6), date of birth: (B)(6). Manufacturer¿s reference number: (B)(4).